Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the third device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that three eddy irrigation tips broke during use on one patient. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
No smooth breakage, melted. Breakage due to thermal influence. Misuse. Additional information was received indicating that no injury resulted.